Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Further testing was not performed due to the motor error alarms.

Event description:
It was reported that the customer was in the hospital for unrelated diabetes issues. The customer's spouse stated that the customer had an MRI twice, and the insulin pump was not disconnected the second time. The device alarmed motor error, and it was able to clear the alarm. It was stated that the customer was placed on manual while being in the hospital. Advised the spouse that a replacement of the device would be sent. No further info was provided.